Event description:
The user stated she ran a chemstrip analysis for one urine specimen, the user stated she ran a chemstrip analysis for one urine specimen, the user stated she ran a chemstrip analysis for one urine specimen, and then performed the microscopic examination which did not match the and then performed the microscopic examination which did not match the and then performed the microscopic examination which did not match the results for several chemstrip pads. She dipped a new strip in the same results for several chemstrip pads. She dipped a new strip in the same results for several chemstrip pads. She dipped a new strip in the same patient sample and the results matched the microscopic results. The patient sample and the results matched the microscopic results. The patient sample and the results matched the microscopic results. The repeat results were reported out. Repeat results were reported out. Repeat results were reported out. Of the data provided, only the results for leukocytes and erythrocytes of the data provided, only the results for leukocytes and erythrocytes of the data provided, only the results for leukocytes and erythrocytes were discrepant. The leukocyte result from the initial analysis was were discrepant. The leukocyte result from the initial analysis was were discrepant. The leukocyte result from the initial analysis was ¿neg¿, the result from the microscopic result was ¿tntc¿ (too numerous ¿neg¿, the result from the microscopic result was ¿tntc¿ (too numerous ¿neg¿, the result from the microscopic result was ¿tntc¿ (too numerous to count) and the result from the retest was ¿3+¿. The erythrocyte to count) and the result from the retest was ¿3+¿. The erythrocyte to count) and the result from the retest was ¿3+¿. The erythrocyte result from the initial analysis was ¿1+¿, the result from the result from the initial analysis was ¿1+¿, the result from the result from the initial analysis was ¿1+¿, the result from the microscopic result was ¿50-100¿ and the result from the retest was ¿5+¿. Microscopic result was ¿50-100¿ and the result from the retest was ¿5+¿. Microscopic result was ¿50-100¿ and the result from the retest was ¿5+¿. The user stated this was a one time event and ever since the instrument the user stated this was a one time event and ever since the instrument the user stated this was a one time event and ever since the instrument has worked fine with no other patients affected. Has worked fine with no other patients affected. Has worked fine with no other patients affected.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits cut out in the tissue of all three leaflets. The sections that are missing, possibly for pathology testing, measure to an average of approximately 3-5mm at the free margin by 12-15mm into the cusp area. Heavy calcification is detected in the cusp area of all three leaflets. The free margins of all three leaflets exhibit moderate to heavy calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 2mm. Moderate to heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3mm. Host tissue is heavy at the stent outflow and the stent inflow. The x-ray demonstrates calcification. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly a 6900ptfx, 33mm was explanted after a 33 month implant duration, due to what was described as valve leaflets were entirely calcified and hard as a rock. The valve was explanted from a dialysis patient. No additional information is available at this time.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.